Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 of unknown causes. The cause of expiration was reported as "unknown; expired elsewhere". Clarification was received from the vad coordinator confirming that it was possible that the cause of death was device related but is difficult to know for certain. The patient was found unresponsive and not breathing and was connected to battery support and both batteries had no power to them. The individual who found the patient reported that there were no alarms at the time when the call was placed to the lvad team. The lvad team felt that pending on how long the patient had passed, it was certainly possible that battery power to simulate alarms had run out. It is unknown if the device operated as expected. The patient expired at an outside facility and it is not known if any equipment will be returned for evaluation. In addition, it is not thought that the lvad will be returned as the family did not make mention of explanting the device. No additional information was provided.